Event description:
Boston scientific received information that this physician contacted technical services to report that this patient was presented to the hospital's operating room (or) for open-heart surgery (mitral valve replacement). The device was interrogated and the off-electrocautery mode was programmed to on. When re-interrogated five minutes later, the device was found in safety core mode. The physician planned to discuss replacement of the device with the surgeon. Subsequently, boston scientific received information that the patient would be scheduled for device replacement in the near future. The local representative contacted technical services to report that the patient had been scheduled for device replacement and asked about a possible root cause for the reversion to safety core mode. Technical services discussed the possibility that the reversion occurred as a result of electrocautery use at the time of the open heart surgery. Later, technical services was informed that the device may have not been programmed to off-electrocautery mode. The patient was presented to the electrophysiology (ep) laboratory and the device was explanted. The device will be returned to boston scientific's post market quality assurance laboratory for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Utilizing a specialized engineering programmer, the device was programmed out of safety mode. The device was put through and passed a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing and recording functions of the device. Examination of the device memory revealed that the device indeed had been programmed to electrocautery mode on (B)(6) 2011. The technician verified that the device had experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery.

Manufacturer narrative:
Awaiting return of device for laboratory testing.